Event description:
In 2009, the patient reported that about 6 months ago, the down button on her insulin infusion device stopped responding to presses. She said she woke up one morning with a low blood glucose reading in the 50's mg/dl with her target range being 80-120 mg/dl. She stated her doctor determined her basal rates needed to be adjusted but they could not do so because the down button did not respond. She said she continued to experience low readings until last week when she switched to her backup infusion device. She stated her morning readings are now in the 85-90 mg/dl range. She said the button pops up when pressed. Her device has not been dropped or exposed to water. Product was replaced and requested to be returned for evaluation.